Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0169438. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-17. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd" slip tip syringes from lot 0169438, and 2 syringes from an unspecified lot had issues with their blister packaging discoloring to a reddish hue. The following information was provided by the initial reporter, translated from "according to the customer's report, the ink color on package is usually blue but has been turning reddish."

Event description:
It was reported that 3 bd¿ slip tip syringes from lot 0169438, and 2 syringes from an unspecified lot had issues with their blister packaging discoloring to a reddish hue. The following information was provided by the initial reporter, translated from "according to the customer's report, the ink color on package is usually blue but has been turning reddish.".

Manufacturer narrative:
H.6. Investigation: two photos and three samples were received by our quality team for evaluation. From the photos and samples, no abnormalities were observed on the syringe top web printing and the printing information on the package is clear and legible. The samples were observed with color change in the graphic printing. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A review of the past year syringe processes occurred and there was no change in the material used in the syringe. Therefore, the root cause could not be determined. The team has engaged with r&d on color change in top web graphic complaint. Toxicology testing was performed and met the acceptance criteria.